Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed and showed as not detected on the communication bus. The field service engineer (fse) checked the inseparable and drawer controller board and found that the board's light-emitting diode status was faulty. The fse replaced the module controller board, but the problem persisted. The fse then replaced the full-height drawer to fix the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer was failed and not detected on the communication bus. The customer reported that during the malfunction customer retrieved the medication from another station. There were no delay or adverse events or injuries reported based on this incident.